Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Additional devices implanted and/or related to this event: tge404015/unk (a review of the manufacturing records for the device was not possible since the device lot number was unavailable.) The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis instructions for use may include but are not limited to endoleak.

Event description:
It was reported that there was a reintervention of an open surgical procedure. The date of the open surgical procedure is unknown. On (B)(6) 2013, two conformable gore® tag® thoracic endoprostheses were implanted to treat a type b uncomplicated aortic dissection. On (B)(6) 2014, a distal type I endoleak was observed. On (B)(6) 2015, there was a second reintervention, an additional aortic endograft was implanted.